Event description:
It was reported that the tip detached. A 2.00 mm x 30.00 mm agent (dcb) was selected for use. It was noted that the distal tip was separated during preparation. The procedure was successfully completed with another of the same device. There was no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the agent dcb. Visual, tactile and microscopic analysis was performed on the device. There were no issues identified with the hypotube shaft and the outer/mid-shaft sections or the inner lumen of the shaft polymer extrusion. The balloon was examined, and no issues were noted. Balloon wings were folded and were not subjected to positive pressure. The bumper tip was detached and not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the tip detached. A 2.00 mm x 30.00 mm agent (dcb) was selected for use. It was noted that the distal tip was separated during preparation. The procedure was successfully completed with another of the same device. There was no patient complication reported.